Event description:
It was reported that a motor stall occurred due to MRI exposure. There were no patient symptoms. At the time of the report, the patient was without injury. It was later reported that the patient would let the manufacturer representative know if the personal therapy manager (ptm) did not clear the motor stall. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).